Event description:
It was reported that this lead had a noise. Furthermore the device was explanted due to unknown reason. The new device was explanted. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).